Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/02/2016 with the following findings: investigation revealed a cracked battery compartment, above the grip pad to the threads and below the grip pad to the case seal. The display was observed to be dim with reddish text. The bolus button was also found to be intermittently responsive; the cover was removed and moisture was found on contact. The pump was opened; no further moisture damage was found. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment above the grip pad to the threads and below the grip pad to the case seal. The display was observed to be dim with reddish text. The bolus button was also found to be intermittently responsive; the bolus button cover was removed and moisture was found on the contact. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on 08/02/2016.